Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5082135) on 04-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine infection ("mass of infection the size of an egg with three tunnels of infection"), menorrhagia ("heavy periods ; clotting") and bartholin's cyst ("recurring bartholin cysts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin, fluoxetine hydrochloride (prozac) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods"), pelvic pain ("pain"), arthralgia ("chronic hip pain"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), peripheral swelling ("leg and ankle swelling"), bartholin's cyst (seriousness criterion medically significant), uterine enlargement ("enlarged uterus") and palpitations ("heart palpitations") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy, exploratory laparoscopy and marsupialization). Essure was removed on (B)(6) 2018. At the time of the report, the uterine infection, menorrhagia, metrorrhagia, pelvic pain, arthralgia, back pain, abdominal pain upper, peripheral swelling, uterine leiomyoma, uterine enlargement and palpitations outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, bartholin's cyst, menorrhagia, metrorrhagia, palpitations, pelvic pain, peripheral swelling, uterine enlargement, uterine infection and uterine leiomyoma with essure. The reporter commented: during exploratory laparoscopy, doctor found a mass of infection the size of an egg with three tunnels of infection. Hysterectomy found uterine fibroid and an enlarged uterus incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.